Event description:
Received additional information for this case. Currently the aortic neck length is 10 mm, the aortic neck angulation is 80 degree, and there is mild-moderate tortuosity and calcification. There is continued disease progression of the aorta. The aneurysm is 10 cm in diameter. It was reported that a recent CT revealed that the aneurx aortic cuff 28x28x40 has migrated distally resulting in a proximal type I endoleak. The physician elected to implant a 28x28x49 endurant aortic cuff and the migration and proximal type I endoleak was resolved. It was reported that four days later there was a proximal type I endoleak due to the aortic neck angulation, resulting in aneurysm rupture and the patient expired. Review of cta's 4 years post-implant revealed that the aortic cuff has separated from the bifurcate and there is a type iii separation endoleak. The top of the cuff is near the level of the renals. The migrated bifurcate is approximately 4cm below the top of the cuff, and the centerline angulation between the cuff and bifurcate is approximately 40 the ipsi limb is placed into the left common iliac, and the contra limb and extensions are within the right common iliac. The maximum aaa diameter is 85cm. Angio images the following day showed that a cuff was placed across the separated cuff and bifurcate; extending down to just proximal to the bifurcate flow divider. The type iii endoleak resolved. The angiogram images four years post implant showed that the aortic cuffs are placed within the angulated neck and there is a proximal type I endoleak. The neck is angulated approx. 75deg. An endurant cuff is seen implanted at the level of the proximal cuff and the endoleak appears to have resolved.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Vessel morphology was reported as severe calcifications and moderate tortuosity. It was reported that it is possible at the time of initial implant the stent graft was oversized. It was reported that two years post stent graft implant there was an iliac limb placed due to a distal type I endoleak in the bifurcated stent graft. A CT demonstrated that the bifurcation stent graft has migrated approximately 12 mm with a type I endoleak. The aortic neck diameter of 22 mm to 25 mm has not changed. The physician elected to place an aneurx 28 aortic cuff and the migration and endoleak were resolved. (Mfr2953200-2009-01100) it was reported one month ago the CT demonstrated that there is a type iii endoleak, separation between the proximal aneurx aortic cuff and the bifurcated stent graft. The aortic cuff remained in the same location. The cause of the separation was due to continued disease progression with aortic neck dilatation. The patient is fine. The physician elected to implant an endurant aortic cuff to bridge the aneurx aortic cuff and the aneurx bifurcated stent graft and the endoleak was resolved. No additional clinical sequelae reported and the patient was reported to be fine. The exact date of the event is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression with aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression with aortic neck dilatation).